Event description:
Immediately following the deployment of an angio-seal device the patient experienced symptoms consistent with right lower leg ischemia. An angiogram post procedure revealed both superficial femoral and profunda femoris filling defects with evidence of thrombus. Under general anesthesia, the patient underwent surgery to repair the right femoral artery and remove a foreign body. The patient was given additional heparin 5,000 units during surgery. The site of the injury was reported to be 3 cm from the bifurcation; it was described as lateral along the arterial wall, at the site of a small side branch. The angio-seal suture attached to the anchor was present inside the artery. The artery was opened; an embolectomy catheter was passed down to the superficial femoral artery and then down the profunda femoral artery, no obvious thrombus was removed and proximal flow was brisk and pulsatile. The artery was closed with suture. The flow and pulsation as examined by palpation and also by doppler was excellent in both profunda and superficial femoral arteries; there was no bleeding. The specimen was sent for pathological examination. A small amount of surgicel was applied to the incision. Hemostasis was achieved with bovie electrocautery. Subcutaneous tissue and fascia were then closed with suture; steri-strips and a sterile dressing were applied. An act level was greater than 300, the catheter remained in the left groin and the patient was taken to the ICU after being extubated. The patient was reportedly in stable condition and tolerated the procedure well. Total blood loss approximately 20 cc. The patient was reported to be recovering.